Event description:
It was reported that the insulin pump alarmed several errors and experienced an unexpected restart. The blood glucose reading was 165 mg/dl. The customer stated that the insulin pump also alarmed low battery between 1 to 2 weeks. She stated that she had to change the battery in the device twice and had to reset the time and date both times. Advised that the alarm would be resolved by rewinding the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.